Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the lower case, upper case, atrial output connector and battery drawer were broken. It was also noted that the battery release was sticky, the side bail covers were broken, the keyboard was scratched and the serial number label was torn.

Event description:
It was reported that the unit was dropped and had damage to the atrial port and the top rear case. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.